Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 (air in set) alarm, which occurred on the homechoice (hc). The baxter technical service representative (tsr) reviewed the alarm log and there was a se 2367 and a se 2240. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. The writer contacted the home patient's nurse on (B)(6) 2011 in regards to a system error (se) 2240 alarm and she said that the patient was able to resume therapy after starting over with new supplies. She said she had talked to the patient and the patient was connected when he got the se 2240 alarm and she said it was not use error and that it must have been a problem with the equipment. She did not have a sample or lot number available. Since then he has been resuming therapy successfully. There was patient involvement, but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.